Manufacturer narrative:
On 04/12/2016: the returned product was photographed under magnification to observe the damaged product. It was observed that the posterior compression flange shows damage and the opposing flange is completely removed. The front of the post shows damage in the area the insertion tool is to be attached to the device. The damage to the top of the post is extensive. The damage to the compression flanges is indicative of damage caused by off-axis insertion. Additional damage to the post could indicate misalignment of the insertion tool when it was attached to the device in preparation for insertion. The excess damage to the top of the post is typically noted when the device is attempted to be removed from the patient due to misplacement of the device during the procedure.

Manufacturer narrative:
Due to indications of product malfunction, it was determined this occurrence is FDA reportable.

Event description:
Customer stated device did not fit properly and would not stay in place. A second device was used in a new hole.